Event description:
Info rec'd indicates the bed has intermittent bed up or down function. The technician discovered that the power supply board had signs of fluid ingress.

Manufacturer narrative:
The technician replaced the power supply board and the bed functioned properly.